Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the adverse event was adverse stimulation. The outcome was ongoing. No actions were taken as an intervention. Diagnostic methods included device interrogation. Impedances were checked and electrode 4 was out of range at 0.7 volts but all were in range when checked at 3.0 volts. The etiology was related to the device or therapy and not related to the procedure. The etiology was noted as due to programming. Signs and symptoms included leg cramps and spasms. The patient had uncomfortable stimulation in their groin.

Manufacturer narrative:
Additional information received clarified that the correct manufacturing site was site (B)(4).

Event description:
Follow up information reported that there was no adverse event reported in the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported that there had been some out of range impedances on the patient's implantable neurostimulator (ins). Uploads were generated from the clinician programmer unit during a programming session with the patient. The reports (3 total) dated (B)(6) 2014 showed 1 electrode was involved (#4) with the impedances measurement taken at 0.7 volts. If additional information is received, a follow-up report will be sent.